Manufacturer narrative:
(B)(4). Date sent: 1/16/2026. D4: batch # 515d83. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please explain in detail what was the issue with the device. Was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec45a device was returned with no apparent damage and with no reload present. The knife was noted to be partially advanced into the anvil with the open jaws, thus the device would not close. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria, although the cut was jagged due to nick knife. One possible cause for damage to the knife is firing the device over an already existing staple line, hard object, or thicker tissue than indicated, and repeatedly firing across existing staple lines can reduce the ability to cut cleanly. To mitigate the potential for staples interfering with the knife path, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and wipe them to clean any formed but unused staples. Proper care should be taken to ensure no hard obstruction such as a clip is included with the tissue inside the jaws. No conclusion could be reached as to how the knife was partially advanced. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 515d83, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device was misfiring while inside the patient; and not working properly. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.